Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional information was requested, and the following was obtained: were any concomitant procedures performed? - no concomitant procedures were performed. Was any deficiency or anomaly of the mesh? If yes, please describe it. - no deficiency or anomaly of the mesh is reported. What surgical findings of (B)(6) 2019 procedure? - surgical findings (B)(6) 2019: normal bladder without sign of erosion of sling, urethra also without sign of erosion. In the vagina, mesh erosion is seen over the mid urethra measuring about 1x1 cm. At the bottom of the erosion is seen the sling. What is the patient's current status? - the patient¿s status on (B)(6) 2019: tenderness in the groin, at the urethra and during urination. Was a pain (vaginal and right groin) resolved after (B)(6) 2019 surgery? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? If applicable, will product be returned? If yes, please provide a return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted without complications. There were no concomitant procedures performed and no deficiency or anomaly of the mesh was reported at that time. At 3-month follow-up, the patient was experiencing a pain in the vagina and right groin and indicated that the pain started already 8 days after the surgery. At examination, the mesh erosion was found of approximately 10mm by 7 mm in the vagina under the urethra and the place was tender by palpation. The patient was scheduled for surgery on (B)(6) 2019. The surgical findings of (B)(6) 2019 procedure was a normal bladder without sign of erosion of sling and urethra also without sign of erosion. In the vagina, mesh erosion was seen over the mid urethra measuring about 1x1 cm. At the bottom of the erosion was seen the sling. During the procedure, the mesh was plated/sutured and the mucosa edge off mesh erosion was cut off. The mucosa was subsequently sutured in reverse t-shape and an outpatient follow-up was planned after 3 months. As of (B)(6) 2019, the patient has a tenderness in the groin, at the urethra and during urination.